Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer went to the ER and was hospitalized for high bg's. Customer alleges bolus anomaly on a related svn 000313575657. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with multiple test boluses. The test boluses delivered properly with water exiting the infusion set. All boluses was listed in the insulin pump's daily history screen. No bolus anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional testing. No bolus anomaly noted during testing. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer's current blood glucose level was 499 mg/dl. Customer had taken manual injection and their blood glucose came down. Customer was treated in emergency room at hospital. Customer blood glucose value was 320 mg/dl at the time of hospitalization. Customer reported that the insulin pump was not working correctly after the replacement for retainer ring. Customer was also a heart patient and the last time blood glucose were elevated like they had a heart attack. Troubleshooting was declined. Customer reported symptoms of high blood glucose such as nausea, vomiting, chest tightness. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.